Event description:
This is a report of a colleague infusion pump with a failure code 810:11, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not reproduced. The assignable cause was determined to be faulty air-in-line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.